Manufacturer narrative:
The device sc-1200, serial number: (B)(6), was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipment, with no manufacturing deviations identified that could have contributed to the reported event. Following a thorough evaluation of the complaint, boston scientific has assigned the investigation conclusion code: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.